Manufacturer narrative:
Concomitant products : 6947-65 lead implanted (B)(6) 2008, 5076-45 lead implanted (B)(6) 2008, 638rl34 heart ring implanted (B)(6) 2008. Product event summary : initially, the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Event description:
It was reported that the device had lower-than-expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed a depleted battery and found the device to have high system current drain (cd). It was also determined that the adt0 voltage was collapsed and the high system cd remained unchanged after severing the adt0 trace to isolate the radio frequency module (rfm). However, the neighboring trace, nrest_telm, was severed instead of adt0. This lead to analyzing the stacked chip scale package (scsp) as the source of the high system cd. Both the scsp and rfm were removed with heat and placed separately in system bread board (sbb)s with no observed high cd. Attempts to reestablish a high system current drain condition were unsuccessful. The cause of the excessive current was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid. Hybrid analysis confirmed a depleted battery and found the device to have high system current drain. Additional hybrid analysis identified cracks in the u302 radio frequency module (rfm) substrate from adt0 to vss. Scanning electron microscope (sem) inspection identified apparent copper (cu) consumption of the adt0 trace on layer 3 corresponding to dielectric cracking and the vss ground pad of layer 4. The cracks between adt0 and vss suggested that a current leakage path existed. Electrical simulations showed that a resistive short from adt0 to vss has the effect of excess current on the avdd supply. Therefore, these findings are consistent with the reported failure being attributed to a resistive short in the rfm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.